Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation when she would lie down or go to bed following a car accident. The company reprehensive was unable to interrogate or communicate with the patient's device with 2 different clinician programmers. Impedance measurements were normal. The pt was currently programmed at 0.1 volts, 210 pw, 14 hz with electrodes 0- and 3+. Her amplitude was at 7.2 volts. Add'l info was requested.